Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented due to near syncopal episode and a remote monitor transmission was sent for review. Physician was not satisfied with the validity of asystole recorded episodes from the diagnostic implantable cardiac monitor. Physician felt they were "false episodes" and the device was undersensing. The device remains in use. No patient complications have been reported as a result of this event.